Event description:
It was reported that this right atrial (ra) lead became dislodged and exhibited high pacing thresholds. The dislodgement was identified via x-ray. The ra lead was explanted. The lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. E1 field was updated to include the initial reporter title. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead became dislodged and exhibited high pacing threshold measurements. The dislodgement was identified via x-ray. The ra lead was explanted. The lead is expected to be returned. No additional adverse patient effects were reported.